Event description:
It was reported to boston scientific that the piranha biopsy device would not open or close to obtain the sample (anatomy location unknown). No additional information regarding this event was able to be obtained. No patient complications were reported as a result of this event. The patient's condition was reported as "fine."

Manufacturer narrative:
Model number and lot number is not known; therefore, the device manufacture date and expiration date can not be determined. The device has been disposed of by the customer. An evaluation has not been performed; therefore a failure analysis is not available. Device disposed of by customer.